Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was a loose connection with the pleora, when the connection was re-seated the issue was resolved. No components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure the site was able to take 2d images, but the 3d spin would not engage. The site tried using the hand switch and the foot pedal and neither would allow 3d to engage. The site stated there was not a green check mark next to xray on the pendant. The site rebooted the system 2 times with no change. This caused a 30 minute delay to case with the imaging and navigation system being aborted. Site chose to continue with using the c arm. There was no reported impact on patient outcome.